Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 24-year-old female patient who had essure (batch no. Cs0007h) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, asc-us, endometriosis, colposcopy and human papilloma virus infection. Current weight: 200lbs. Previously administered products included for an unreported indication: ortho evra and zoloft. Concurrent conditions included stomach cramps, haemorrhage nos, low back pain, buttock pain, dyspepsia, lumbar radiculopathy, gastrointestinal disorder, morbid obesity, right lower quadrant pain, diaphoresis, dizzy, smoker, ovarian cyst, hemorrhagic cyst, vomiting, nausea, sciatica, lumbar strain, low back strain, back muscle spasms, irregular periods, learning disability, metrorrhagia and unilateral leg pain. Concomitant products included metronidazole (flagyl) for vaginal infection as well as cyclobenzaprine from (B)(6) 2017 to (B)(6) 2018, erythromycin from (B)(6) 2016 to (B)(6) 2016, ethinylestradiol;norgestimate (tri-sprinted) from (B)(6) 2016 to (B)(6) 2018, hydrocodone, medroxyprogesterone acetate (depo provera), methylprednisolone (medrol), paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2017, paracetamol (tylenol) from (B)(6) 2016 to (B)(6) 2016 and ranitidine hydrochloride (zantac) since february 2013. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems, depression and mental anguish"), depression ("psychological or psychiatric problems, depression and mental anguish"), abdominal pain ("pain: abdominal/stomach cramps") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 14 days after insertion of essure. On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia ( painful sexual intercourse)") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). On (B)(6) 2018, the patient experienced vaginal infection ("infection: vaginal"). On (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"). The patient was treated with omeprazole and surgery (surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, vaginal infection, migraine, headache, nausea, anxiety, depression, weight increased and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Gynaecological examination - on (B)(6) 2018: comment: right ovarian cyst with internal echoes, suspect corpus luteum. Bilateral essure coils appear wnl.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pregnancy test urine - on (B)(6) 2013: result: positive. Spinal x-ray - on (B)(6) 2016: result: tubal occlusion devices. Ultrasound pelvis - on (B)(6) 2017: diagnosis: hemorrhagic ovarian cyst; rlq abdominal pain; non-intractable vomiting with nausea. Discharged. Follow up with ob gyn.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: nausea, dyspareunia, pelvic pain, dysmenorrhea, anxiety, depression, gastroesophageal reflux disease. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 24-year-old female patient who had essure (batch no. Cs0007h) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, asc-us, endometriosis, colposcopy and human papilloma virus infection. Current weight: 200lbs. Previously administered products included for an unreported indication: ortho evra and zoloft. Concurrent conditions included stomach cramps, haemorrhage nos, low back pain, buttock pain, dyspepsia, lumbar radiculopathy, gastrointestinal disorder, morbid obesity, right lower quadrant pain, diaphoresis, dizzy, smoker, ovarian cyst, hemorrhagic cyst, vomiting, nausea, sciatica, lumbar strain, low back strain, back muscle spasms, irregular periods, learning disability, metrorrhagia and unilateral leg pain. Concomitant products included metronidazole (flagyl) for vaginal infection as well as cyclobenzaprine from (B)(6) 2017 to (B)(6) 2018, erythromycin from (B)(6) 2016, ethinylestradiol;norgestimate (tri-sprintec) from (B)(6) 2016 to (B)(6) 2018, hydrocodone;paracetamol, medroxyprogesterone acetate (depo provera), methylprednisolone (medrol), paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2017, paracetamol (tylenol) from (B)(6) 2016 and ranitidine hydrochloride (zantac) since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems, depression and mental anguish"), depression ("psychological or psychiatric problems, depression and mental anguish"), abdominal pain ("pain: abdominal/stomach cramps") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 14 days after insertion of essure. On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia ( "painful" sexual intercourse)") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). On (B)(6) 2018, the patient experienced vaginal infection ("infection: vaginal"). On (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder or urinary problems"), bladder disorder ("bladder or urinary problems"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with omeprazole and surgery (surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract disorder and bladder disorder had resolved, the dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, vaginal infection, migraine, headache, nausea, anxiety, depression, weight increased, female sexual dysfunction, vaginal discharge, cystitis and urinary tract infection outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 200 lbs. Treatment received for pain, bleeding, bladder and urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. Gynaecological examination - on (B)(6) 2018: comment: right ovarian cyst with internal echoes, suspect corpus luteum. Bilateral essure coils. Appear wnl.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pregnancy test urine - on (B)(6) 2013: result: positive. Spinal x-ray - on (B)(6) 2016: result: tubal occlusion devices. Ultrasound pelvis - on (B)(6) 2017: diagnosis: hemorrhagic ovarian cyst; rlq abdominal pain; non-intractable vomiting with nausea. Discharged. Follow up with ob gyn.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: nausea, dyspareunia, pelvic pain, dysmenorrhea, anxiety, depression, gastroesophageal reflux disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events vaginal discharge, bladder or urinary problems, uti and bladder infection were added. Outcome of events physical pain/ pain, abnormal bleeding (vaginal, menorrhagia) and bladder or urinary problems were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a (B)(6) year-old female patient who had essure (batch no. Cs0007h) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, asc-us, endometriosis, colposcopy and human papilloma virus infection. Current weight: (B)(6) lbs. Previously administered products included for an unreported indication: ortho evra and zoloft. Concurrent conditions included stomach cramps, haemorrhage nos, low back pain, buttock pain, dyspepsia, lumbar radiculopathy, gastrointestinal disorder, morbid obesity, right lower quadrant pain, diaphoresis, dizzy, smoker, ovarian cyst, hemorrhagic cyst, vomiting, nausea, sciatica, lumbar strain, low back strain, back muscle spasms, irregular periods, learning disability, metrorrhagia and unilateral leg pain. Concomitant products included metronidazole (flagyl) for vaginal infection as well as cyclobenzaprine from (B)(6) 2017 to (B)(6) 2018, erythromycin from (B)(6) 2016 to (B)(6) 2016, ethinylestradiol;norgestimate (tri-sprintec) from (B)(6) 2016 to (B)(6) 2018, hydrocodone, medroxyprogesterone acetate (depo provera), methylprednisolone (medrol), paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2017, paracetamol (tylenol) from (B)(6) 2016 and ranitidine hydrochloride (zantac) since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems, depression and mental anguish"), depression ("psychological or psychiatric problems, depression and mental anguish"), abdominal pain ("pain: abdominal/stomach cramps") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 14 days after insertion of essure. On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia ( painful sexual intercourse)") and was found to have weight increased ("weight gain/ loss (specify which one) gain"). On (B)(6) 2018, the patient experienced vaginal infection ("infection: vaginal"). On (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"). The patient was treated with omeprazole and surgery (surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, vaginal infection, migraine, headache, nausea, anxiety, depression, weight increased and female sexual dysfunction outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Gynaecological examination - on (B)(6) 2018: comment: right ovarian cyst with internal echoes, suspect corpus luteum. Bilateral essure coils appear wnl. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pregnancy test urine - on (B)(6) 2013: result: positive. Spinal x-ray - on (B)(6) 2016: result: tubal occlusion devices. Ultrasound pelvis - on (B)(6) 2017: diagnosis: hemorrhagic ovarian cyst; rlq abdominal pain; non-intractable vomiting with nausea. Discharged. Follow up with ob gyn. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: nausea, dyspareunia, pelvic pain, dysmenorrhea, anxiety, depression, gastroesophageal reflux disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: pfs and mr received: lot number were added. New events apareunia, dysmenorrhea, dyspareunia, gastroesophageal reflux disease, vaginal infection, migraine, headaches, nausea, pain, depression, mental anguish, weight gain, menorrhagia, vaginal bleeding, apareuina were added. New reporter and consumer address were added. Patient's dob, race and date of removal were added. Updated outcome of event pelvic pain to recovering/resolving. Event onset date, lab data, medical history, concomitant condition and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.